Event description:
While doing arthroscopic excision lateral end of clavicle using anterior portal, the hand piece became very warm by the end of the procedure and it caused superficial burn to skin close to the portal.

Manufacturer narrative:
Evaluation summary: product passed functional testing per process summary 12000085 rev w steps 9.1 thru 9.1.6 and high speed testing (100-10,000 rpms) with 3 different type blades installed. Hand piece did not overheat at high speed (10,000 rpms). Root cause can not be determined after evaluation. (B)(4).